Event description:
The customer stated that controls are often flagged with error code# 1113 (invalid test result, read value#) and error code# 1063 (invalid test result, correlation coefficient too low) after testing the axsym digoxin iii assay. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.